Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the dhrs showed that there were no issues during the manufacture that would contribute to this complaint condition. The polyaxial screw assembly was returned with the body and collet assembled and the screw separated from the assembly. The collet component of the polyaxial body assembly shows minimal signs of wear from contact with the outside of the screw head from the assembled state. There is no visually obvious damage to the polyaxial body. The first thread in the screw head is broken off from engagement with a holding sleeve and the broken piece was returned. The polyaxial head is removable and the returned parts met the design requirements when reassembled. Also, the damage to the first thread of the bone screw appears to be the result of the holding sleeve becoming loose during screw insertion and not related to the polyaxial head becoming disengaged. The design is adequate and when reassembled, the device functioned as intended and therefore this is invalid.

Event description:
It was reported that the surgeon was performing a lumbar fusion at l4-5 using matrix preassembled screws. Surgeon was not sure if screws were loaded incorrectly, but after surgeon inserted a few screws, the surgeon noticed the screwdriver was loose in the screw head. Surgeon removed screw and driver and saw that tulip had become disengaged from the screw. The surgeon used a different screw, loaded it and it was implanted without any issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).